Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was prepped and loaded successfully. The delivery catheter system (dcs) was inserted via the left groin access using a 16 fr inline sheath over the guidewire. The valve was navigated up the aorta and over the arch. The valve was able to cross without complication. The valve was successfully deployed and released at a depth of 4 millimeter (mm). The pressure did not recover post deployment. An echocardiogram identified a pericardial effusion. The delivery catheter system (dcs) was removed and a pericardial window was performed. A left ventricular apex perforation was identified due to the guidewire. The chest was opened. Perfusion and a patch was applied to the left ventricle perforation. It was reported that the patient had thick myocardium. No additional adverse patient effects were reported.